Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In the future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There were two device failures reported in one cer record: a damaged lc-display (msp950467) that did not function according to its intended use anymore and a defective heater plate (pn950021) problem which resulted in a tf 7 alarm for a technical fault. There was no feedback from the client after three (3) reminders and no logfiles available to determine whether the defective parts were exchanged. There was no reported patient or user harm.

Event description:
The screen is damaged and on swapping to the working screen there is still tf 7 heater plate error.